Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit and five photos. During the visual examination, it was observed that the unit was missing the clamp. The reported issue was confirmed. A missing clamp can occur during the manufacturing process. There is an automated vision system in place that inspects the products during manufacturing. Preventative maintenance is regularly performed to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that nexiva 22ga 1.00in y was missing the clamp. The following information was provided by the initial reporter: this is a report about a missing component of nexiva. According to the customer's report, after catheter placement, the hcp noticed that there was no clamp on the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 22ga 1.00in y was missing the clamp. The following information was provided by the initial reporter: this is a report about a missing component of nexiva. According to the customer's report, after catheter placement, the hcp noticed that there was no clamp on the product.